Event description:
The affiliate reported the customer alleged elevated, indeterminate (ind) and no valve troponin I (accutni) results, for multiple pts, involving access 2 immunoassay system. The sample with the elevated result was retested and produced lower results within the risk stratification range. The erroneous results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) noted no reagent reaction was occurring. The fse verified the reagent carousel against inventory log and discovered no reagent pack was loaded on the system. The fse instructed the customer on proper loading of reagent pack via the software instructions. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.